Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and symptoms customer had expressed may be indicative of the possible onset of diabetic ketoacidosis. Customer¿s blood glucose level at the time of incident was 471 mg/dl. The other blood glucose level was 741 mg/dl. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.